Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the autocapture was not identifying loss of capture; even though intermittent loss of capture was observed. The device was reprogrammed and the event was resolved. The patient was stable with no adverse consequences.